Event description:
It was reported that the user experienced hyperglycemia while using the system, with a highest recorded blood glucose of 252 mg/dl and approximately one hour above 180 mg/dl, following recent insulin delivery adjustments discussed with their healthcare provider and while using a contact detach infusion set. No device alarms were reported. Symptoms included a headache. Outcomes included self-management without medical intervention, no ketone testing, no backup therapy beyond a supply change, and subsequent improvement of blood glucose to 91 mg/dl. The investigation included troubleshooting assistance and education, including guidance on changing supplies and monitoring blood glucose. The investigation revealed no device alarms and no confirmed device malfunction, with the cause of the hyperglycemia remaining unclear. Based on previously established findings for similar reports, it was concluded that the cause was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.